Manufacturer narrative:
Since the original MDR #2427185 was filed new information was found and assessed internally. The review shows that there were no previous adverse consequences nor patient harm as a result of this specific product failure (associated with this risk line item). Therefore, it has been determined the complaint is not a reportable as this product malfunction has not led to an adverse event in the past, nor is it likely that it would lead to an adverse event if it were to happen again. Device discarded at facility.

Event description:
It was reported that the tip of the electrode broke when using the colorado needle intra-operatively. The procedure was completed using a backup colorado needle, and no adverse consequences were reported.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported that the tip of the electrode broke when using the colorado needle intra-operatively. The procedure was completed using a backup colorado needle, and no adverse consequences were reported.